Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had low blood glucose. Customer's blood glucose was unknown at the time of the incident. Customer stated the o-ring on her reservoir is coming out and her insulin is spilling. Customer stated the leak occurred while filling the reservoir. She stated the lower o-ring on the bottom is coming out and the insulin is coming out. Customer declined troubleshoot since she knows more than me. She did not want to provide any information. Product will not be returned for analysis.